Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 280 mg/dl with ketones of an unspecified size on 5/24/2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 5/25/2026 with the issue resolved and no permanent damage.